Manufacturer narrative:
(B)(4).

Event description:
It was reported that a superficial infection occurred in the pocket of the subcutaneous implantable cardioverter defibrillator associated with this electrode. Wound debridement was performed. No additional adverse patient effects were reported. This electrode remains in service.